Event description:
On (B)(6) 2011, patient reported that a "call your doctor" icon appeared briefly when turning the ins unit off on (B)(6) 2011. Re-synchronization was attempted and the icon did not reappear. At the time patient was receiving efficacy of treatment. On (B)(6) 2011, patient reported not getting relief that had been anticipated. An eri (estimated replacement indicator) was encountered. Additional information received indicated possible paddle lead migration. An x-ray and reprogramming was completed on (B)(6) 2011 with no mention of results. No abnormal impedance measurements were indicated. No injury to the patient was reported and no hospitalization at that time was required. A revision of the lead was pending.

Manufacturer narrative:
(B)(4).